Manufacturer narrative:
The returned device was evaluated and the customer reported that the cannula dislodged from the infusion site. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. The cannula assembly was checked for manufacturing deficiencies that could contribute to bleeding or bruising and nothing was found. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found to be dislodged. As treatment, the patient administered a manual injection of insulin.